Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) alerted. It was found that the right ventricular (rv) lead was fractured, had high/undefined pacing impedance and noise on electrograms (egm). The lead was explanted and replaced. No patient complications have been reported as a result of this event.